Event description:
The customer reported the sys displayed an overload fault error message, this error may cause the sys to shutdown. There was no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The snubber board and the high voltage tank were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.